Event description:
The customer reported to olympus, the evis exera iii colonovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The hygiene microbiological investigation report from the customer indicated the channels of the scope were cultured and 26 colony forming units per endoscope of revivable microorganism was identified. Based on the findings, it was concluded by the independent laboratory that that the microbiological quality of the endoscope was not satisfactory for an endoscope subjected to intermediate level disinfection and rinsed with water bacteriologically controlled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The customer provided response to the contaminated endoscope questionnaire. There was no suspected patient infection. There have been no deviations or deficiencies or concerns in reprocessing. The device was returned. Prior to device evaluation, the olympus scope was sent to an independent laboratory for culture testing. The device tested positive for less than one (1) colony forming units (cfus)/ endoscope of revivable microorganism. Overall, the results are in conformance with the requirements. The returned device was evaluated and there were few findings. The biopsy channel exhibited leakage. Biopsy channel pipe at the distal end had a scratch. The distal end cover was chipped. The adhesive of the bending section cover was separated and deteriorated. The bending tube was deformed. The key top of the switch button 1 had unclear indication. The universal cord had buckling. The plug unit was shaved. The inner surface of the suction connector mounting had a scratch. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is received.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.